Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-04575. Related manufacturer reference number: 1627487-2019-13099. Related manufacturer reference number: 1627487-2019-13100. Related manufacturer reference number: 1627487-2019-13101. Related manufacturer reference number: 1627487-2019-13102. Related manufacturer reference number: 1627487-2019-13103. It was reported that the patient had an infection at the ipg and lead incision sites, as well as swelling at the ipg site. As a result, the patient's system was explanted on (B)(6) 2019. Following the procedure, the patient was placed on IV antibiotics.